Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has a blank display. Customer's blood glucose reading was 194 mg/dl. Customer reported that the issue remained unresolved after the battery was changed. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to broken trace on interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. No cracked battery cap noted.